Event description:
The customer reported that the system intermittently hangs up (locked up). This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced, and the software was reloaded. The system was tested and found to be working as intended and returned to service.